Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
The pump was refilled today (B)(6) 2015 and the expected volume was 6.1ml and the actual volume was 5.9ml when the healthcare provider checked logs, he discovered several motor stalls and recoveries. The first one was on (B)(6) 2015 for 15 minutes, one on (B)(6) 2015 for 22 minutes, two on (B)(6) for 7 minutes and 25 minutes, four on (B)(6) 2014 for 75 minutes, 30 minutes, 1 hour 43 minutes, and 17 minutes and 3 today the day of the report for 40 minutes, 70 minutes and 35 minutes. It was recommended changing the critical alarm interval to 10 minutes and keeping a diary of when the patient hears alarm and what is around him at the time. On (B)(6) 2015, the patient stated they had a bad night last night and was not going to keep a diary. The patient was not going through withdrawal. The pump was replaced on (B)(6) 2015. The patient was pursuing to get a ptm. The pump was used to deliver bupivacaine and dilaudid. Patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported the patient had withdrawal symptoms for a week. The cause of the motor stalls was unknown. The cause of the discrepancy was motor stall. The patient recovered without permanent impairment.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter revealed sc connector coring-tears-cuts in seal which met leak criteria.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that within approximately a month of the patient's second pump implantation, he began hearing multiple alarms from the pump. Through interrogation, it was determined by physicians that the pump had experienced repeated stalls as previously reported. Some of these stalls were noted to have lasted for upwards of several hours at a time and to have caused a significant under-dosing of medication. Accordingly, the patient's third device was implanted in his abdomen. It was alleged that due to the motor stalls, the patient's device had failed to deliver the prescribed medication as programmed. The continuous and frequent motor stalls resulted in severe pain, significant under-dosing, medication withdrawal symptoms, and significant weakness and numbness in his right leg. In additional to the removal and replacement surgery, the patient experienced multiple hospitalizations at unspecified times due to withdrawal symptoms. The hospitalizations were during the course of several years it was noted. According to the reporter, the patient sustained personal injuries arising from his use of a defective product that did not conform to specifications. He suffered significant, serious, severe, crippling and permanent injuries and damages which left the patient with permanent and significant disabilities due to the device's stalls that caused premature failure. The patient's device failed to provide therapeutic treatment, caused physical pain and suffering as well as mental and emotional anguish. It was noted that the patient prior to receiving an implantable infusion system had been diagnosed with post-laminectomy syndrome, degenerative joint disease of the lumbar spine, lumbar spondylosis without myelopathy, and chronic pain syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp regarding this patient receiving bupivacaine (2.4mg/day, 16mg/ml), and dilaudid (1.2mg/day, 8mg/ml), with a start date of (B)(6) 2010 to current. Other medications the patient was taking at the time of the event were percocet (10/325) qid when the pump stopped working. The patient's pertinent medical history included discectomy, lumbar fusion, and allergy to benadryl. The patient experienced withdrawal (as previously reported) prior to percocet supplementation. The cause of the volume discrepancy was due to motor stall for greater than 4 days. A pump refill had also been noted on (B)(6) 2015. There were several additional motor stalls and recoveries between (B)(6) 2015.